Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, far-field r wave oversensing episodes leading to inappropriate automatic mode switch (ams) were observed on the device. It was believed that the episodes were caused by external interference. The patient's condition was stable and will continue to be monitored.